Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the system startup and there was a delay in the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to produce x-rays. Review of the system log file showed phase drop errors in the x-ray generator and the tube cooling unit. To resolve the issue with tube cooling unit, fse checked the coolant oil level and refilled it. However, fse found that there was a problem with the electrical power to the system and was unable to identify any issues with the xray generator. Fse advised the client to examine the system's power quality and after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to produce x-rays. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.